Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a esophagogastroduodenoscopy (egd), with banding, performed on (B)(6) 2009. According to the complainant, during the procedure, the physician successfully deployed the first band. When he went to deploy the second band, he heard the "click", but the band did not deploy. The physician felt that the first band was sufficient to complete the procedure. Therefore, the procedure was aborted at this time. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported that the patient has expired after an implant duration of approximately 0.3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.